Event description:
It was reported that the core impaction drill overheated prior to a procedure. There was no patient or user injury as a result of this event.

Event description:
It was reported that the core impaction drill overheated prior to a procedure. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The failure for heat and bias current error was not confirmed through functional evaluation by the manufacturer repair technician or the diagnostic engineer. The drill was cleaned, lubed, adjusted and components associated with preventive maintenance were replaced. The device was returned to the stryker loaner stock.